Event description:
9 yr old female with medical history of coarctation of the aorta s/p repair 3/7/87 s/p aortic valve replacement with homograft on 2/23/88: s/p aortic valve replacement redo with 16mm aortic homograft on 11/2/88 required another aortic valve replacement redo on 11/12/96 due to calcification. Regurgitation and cusp degeneration. Valve was replaced with a 20mm aortic homograft. Site relates event to homograft.